Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an occlusion; safety valve open alarm. No patient involvement reported.

Manufacturer narrative:
The customer replaced the expiratory filter to resolve this issue.